Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Although the customer was contacted to return the device for an evaluation, the unit was not received. Three good faith attempts were made to acquire the device. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to determine if the phenomenon was duplicated. No cause could be determined for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The technical support engineer was informed by the direct of nursing at the user facility that the evis exera iii xenon light source had a b30 communication error with multiple scopes on one tower during preparation for use. No patient involvement or harm was reported. During troubleshoot via telephone, the video connector contacts on the scope was cleaned and tried on a different tower and it worked appropriately. The light source will be returned for service.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.